Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to an infection. The patient was treated with intravenous antibiotics. Additional information indicates that as per reps reply the planned system extraction was successful. The physician stated that the pocket did not show obvious signs of infection but the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the product investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to an infection. The patient was treated with intravenous antibiotics. Additional information indicates that as per reps reply the planned system extraction was successful. The physician stated that the pocket did not show obvious signs of infection but the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.